Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported post procedure, after pocket closure, the left ventricle (lv) lead had good sensing parameters and was stable. Once the pocket was closed, it was seen on an external ECG that the biv stimulation was not effective. The lv pacing threshold was tested and it had increased. X-ray evaluation of the lv lead showed that the lead had changed position. A new pacing configuration with good pacing threshold was found and the device was programmed in order to ensure the lv pacing stimulation. The device was tested later that day, and was showing stable pacing values. The patient will be dismissed and will be monitored by latitude hm.